Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a radiation sterilized extension set was leaking at the luer lock junction between the tubing and the non-baxter filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included clear passage, pressure, and leak tests with no issues noted. The device passed testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.